Event description:
A customer reported an issue with the touchscreen of their pump, which was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After receiving complete reset instructions from technical support, the customer chose to reset the pump and was able to interact with the screen afterward.